Manufacturer narrative:
H6: investigation summary: device history review was conducted for lot number 9169505. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of events provided by the facility our engineers were able to determine that the most likely root cause for this event is the misalignment of manufacturing equipment during assembly. After a thorough review of the manufacturing line it was determined that the misalignment was the result of a worn component. This component has been replaced and the machines realigned.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: at 08:00 preoperatively puncture vein catheterization. After successful puncture, leakage of needle plug was found. So the nurse communicated with the patient immediately, removed and re-punctured the needle, and the patient expressed understanding. 2020-10-23 received an update from the sales representative. The description of the incident is updated as follows: after inquiring the hospital¿s medical department and the clinical department, it was verified that there was a crack in the isolation plug shell, causing fluid leakage. Since the problem was not serious, the treatment was done on the spot, and the patient had no objection, so the pictures and the indwelling needle were not retained. The normal reporting process was done.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: at 08:00 preoperatively puncture vein catheterization. After successful puncture, leakage of needle plug was found. So the nurse communicated with the patient immediately, removed and re-punctured the needle, and the patient expressed understanding. On 2020-10-23 received an update from the sales representative. The description of the incident is updated as follows: after inquiring the hospital¿s medical department and the clinical department, it was verified that there was a crack in the isolation plug shell, causing fluid leakage. Since the problem was not serious, the treatment was done on the spot, and the patient had no objection, so the pictures and the indwelling needle were not retained. The normal reporting process was done.